Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Spouse reported that they received off no power alarm. The customer's spouse reported that there were no delivery alarm and battery out limit alarm found in the alarm history. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that they received low battery alert prior to off no power alarm. The customer's spouse stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's spouse stated that the battery compartment and spring were neither damaged nor corroded. The customer's spouse stated that the battery cap was not missing or damaged. Troubleshooting did not occur for no delivery alarm and battery out limit alarm. The insulin pump will not be returned for analysis.